Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). During service of a colleague infusion pump, baxter service/testing personnel identified a broken keypad on the pumphead module on channel c. The root cause of this condition was assigned to a defective pump head module keypad. The pump head module keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required a replacement of the channel c pumphead module keypad. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.